Event description:
Physician used blade to puncture site and tip of blade was broken off in knee. Another incision was made to remove tip. X-ray was taken to make sure everything was removed. Pt ok and informed of incident.